Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of the patient's atrial fibrillation (af). Technical services (ts) analyzed device episode data and determined that there was no concern about inappropriate sensing as the device was operating as expected. Engineering analysis of device save to disk data confirmed that the power consumption was increasing in a gradual fashion. Ts recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.